Event description:
It was reported the patient received the following sets of results on (B)(6) 2024: 177 mg/dl,112 mg/dl,151 mg/dl and 85 mg/dl within 15 minutes 79 mg/dl,103 mg/dl and 147 mg/dl within 15 minutes. It was also reported the patient received the following results within 15 minutes on (B)(6) 2024: 214 mg/dl and 104 mg/dl.